Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the injection site to female luer lock joint was broken, and the broken stem remained bonded with the female luer lock. Functional testing was not possible. The reported issue was verified. The cause of the reported problem was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a backflow of blood was observed near the clamp position of the access catheter extension set, when it was connected to one of the tubes. It was reported that there was no problem during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.